Event description:
Patient reported the check button on the infusion device is defective. Patient stated the button cannot be pressed. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint can be verified. The check-key does not constantly respond. The snap dome tension is impaired.